Event description:
Per the clinic, the patient experienced skin overgrowth around abutment site (date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment.

Manufacturer narrative:
This report is submitted on august 23, 2022.